Manufacturer narrative:
The device was returned for analysis. Analysis confirmed complete radial tear on proximal end. The investigation could not confirm whether the balloon tear was caused by the closure device or balloon burst.

Event description:
A 4.0mm x 150mm x 135cm surveil drug-coated balloon (lot w240003) was used to treat a lesion in the common femoral artery of a 58-year-old female patient with a relevant history of dialysis, hypertension, peripheral artery disease, coronary artery disease, hypercholesterolemia, and diabetes. During the procedure, a non-abbott closure device was present proximally in the anatomy. The surveil balloon was advanced to the target lesion and inflated as intended. Upon inflation, a loss of pressure was noted and balloon rupture was suspected. There was resistance encountered with the closure device during removal; the balloon was pulled away from the device but did not detach, and the entire device was removed from the anatomy as a single unit. There were no adverse patient effects and no clinically significant procedural delay. The procedure was completed at that point. No additional clinical consequences were reported.